Event description:
It was reported that clinical trial patient (B)(6) experienced vaginal tape erosion, with a probable relationship to the study device.

Manufacturer narrative:
An analysis of the product could not be conducted because a physical sample was not received for evaluation. Additionally, the evaluation of the manufacturing documentation was incomplete as the lot number was not provided. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed in accordance with approved specifications. Monitoring of additional complaint information for potential safety signals will be carried out through complaint trending as part of post-market surveillance. If the product or further information is received later, the investigation will be updated as necessary. The manufacturing number is (B)(4).